Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2015 with the following findings: a review of the pump¿s black box history showed that the last bolus delivery and the last basal delivery were performed on 01/19/2015. The basal and boluses added up appropriately to total the total daily dosage; showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found. (B)(6)